Event description:
It was reported that that one of the blocker¿s from xia system was broken.

Manufacturer narrative:
Method: device not returned. Results: using the information provided, the root cause of this event is unknown and therefore multifactorial. Conclusion: using the information provided, the root cause of this event is unknown and therefore multifactorial.

Event description:
It was reported that that one of the blocker's from xia system was broken.